Event description:
It was reported that the patient received possible inappropriate therapy for episodes of atrial fibrillation (af) with a rapid ventricular response detected as ventricular fibrillation (vf) episodes. The left ventricular (lv) lead exhibited rising and high thresholds. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.